Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during da vinci-assisted ventral hernia surgical procedure, site contacted intuitive technical support engineer (tse) to report that the customer had recoverable faults mid surgery and tried rebooting but error returned. The customer disabled universal surgical manipulator (usm). Tse viewed logs and found 319 pointing to arm 3 carriage. The procedure was completed with no reported injury.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned and the reported problem was confirmed and replicated. The unit was tested on an in-house system in normal mode where it failed with error 319. The unit was also tested on a patient side cart fixture test platform (pftp) where it failed fiber test. The rolling loop fiber assembly was inspected, and damage was found. A replacement rolling loop fiber was installed and re-tested with a passing result.

Event description:
Refer to h10/h11 for follow-up information.